Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device did not charge above 100 joules and displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The reported malfunction was duplicated by the customer subsequent to the event.